Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4193 implantable pacing lead 2002 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
Additional information received indicated the product was explanted.

Event description:
It was reported that the patient's implantable pulse generator (ipg) exhibited a power on reset (por) during interrogation. The device was reset and remains in use. No patient complications have been reported as a result of this event.